Event description:
Physician reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported left side capsular contracture, baker grade IV. Physician later reported "any creases". Device explanted.

Event description:
Physician reported left side capsular contracture, baker grade IV. Physician later reported "any creases". Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases on device. As per the investigation procedure observed wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.